Event description:
Customer reported that restarting the pump after a fail-safe alarm, the pump would deliver at what appeared to be the priming rate rather than the programmed rate. Customer then stopped pump and restarted it, this time without difficulty. Later that same day the pump was alarming (and not pumping). He restarted it and again the pump appeared to be pumping at a priming rate. At this point the pump was taken out of service. No adverse event or sequelae for the patient.